Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a occlusion (random) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Date of submission (B)(4) 2014 correction: the product previously reported was the pump. The correct product is the infusion set. Animas does not manufacture this product, but will forward the complaint to the relevant manufacturer.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.